Event description:
It was reported that this was an arteriotomy closure of a small-bore hole in the right common femoral artery using a prostyle device after an angioplasty procedure. Reportedly, resistance was felt when the prostyle was being advanced and removed from the anatomy due to the footplate partially deploying. The device was removed against resistance right after resistance was felt inserting the device into the patient anatomy. A guide break occurred during removal; the prostyle device was still held together by the actuator wire. No vessel damage was noted. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 clarifier: against resistance.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The break was confirmed. The difficult to advance and remove are related to case conditions and cannot be replicated in a lab environment. The difficult to open or close and unintended system motion could not be confirmed due to the condition of the device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and subsequent treatment appears to be related to circumstances of the procedure. It is likely the guide broke during insertion due to anatomical interactions indicated by the resistance felt during advancement. The break would affect the unintended system motion (cuffs) and contribute to the difficult to open or close and cause the difficult to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Reportedly, the device was advanced and removed with force. It should be noted that the prostyle instructions for use (IFU), do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is unknown if the IFU violation contributed to the reported difficulties with the device, therefore, notification is not required.